Manufacturer narrative:
B3: event date - peritonitis occurred on an unspecified date in july 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with penicillin and other unspecified medications. Pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient did not recover from the event. The reporter declined to provide additional information.